Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/10/2016 with the following findings: the review of the black box data showed multiple ¿loss of prime¿ warnings with low non-zero force. During the actual testing, the pump was exercised for 24 hours with no loss of prime occurrences. A force calibration check was performed and passed indicating that the sensor is detecting correct load. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. The reporter stated that upon changing the cartridge, the alleged loss if prime issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.